Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set the effluent bag was observed to be leaking and there was a fluid loss/gain of 26 mls. Connection was corrected and the fluid/loss gain "was dropping". There was no patient injury or medical intervention associated with this event. No additional information is available.